Event description:
The pt reported hearing intermittent alarms from the pump and a return of symptoms. The pump was interrogated and showed no signs of an alarm present. The health care professional (hcp) planned to do further troubleshooting. Follow-up with the hcp provided that the pt had experienced increased pain and seizures. The hcp determined that the pump was malfunctioning and should be replaced; no add'l details were provided regarding the malfunction. During the replacement procedure, it was noted that "when the pump was dis-anchored from the sutures and removed, free flow of csf was not evident; therefore, the pump was flushed, first with saline, and the flow of csf started to come back. At this point, the intrathecal dye was injected using isovue-300, and a full myelogram was obtained. Now the csf was dripping nicely, and 20 drops per minute were counted". The new pump was primed and connected to the catheter. The pt recovered without sequela. The pump was used to deliver dilaudid and clonidine.

Manufacturer narrative:
.